Event description:
It was reported that an arteriotomy closure of a mildly calcified right common femoral artery was achieved using a proglide device with a 6f sheath after a coronary interventional procedure. Reportedly, after deployment of the proglide suture and hemostasis was achieved it was noted that the suture had captured the back wall of the artery resulting in an occlusion. The physician accessed the left common femoral artery with a counter lateral approach to open the right common femoral artery via a balloon and then a stent was placed. The patient's hospital stay was prolonged by one day. Although there was a clinically significant delay in the procedure, no adverse patient sequelae was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.